Event description:
The customer had two accidents going straight up an incline. The first happened on 8/4/98 when the scooter tipped over and his feet and ankles were bruised when the battery boxes came loose. The second time he went over on 8/16/98, he suffered head and neck injuries. The customer was reluctant to ride the scooter after that because he felt it was not stable enough. His three wheel model 235 was exchanged for a four wheel model 305. He is happy with this and has no medical problem.